Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a wide intrinsic morphology. There were some stored untreated episodes due to the t-wave oversensing. The sensing vector was programmed to the primary vector. Technical services reviewed the data and discussed some programming options. There were no additional adverse patient effects. The system remains implanted.